Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced loss of dexcom g7 cgm signal to the ilet, after which the agent instructed the user to toggle the cgm type from g7 to g6 and back to g7 and re-pair using the sensor pairing code, resulting in successful reconnection and restored glucose readings on the ilet. Symptoms included no reported adverse clinical effects. Outcomes included successful recovery of cgm connectivity and continued use of therapy. Investigation included remote troubleshooting and user guidance on device settings and pairing. Investigation of this case revealed a transient communication or pairing disruption between the g7 sensor and the ilet that resolved with standard reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user/device interaction requiring re-pairing to restore communication.